Manufacturer narrative:
Product analysis the full venaseal kit returned for analysis in its outer carton visual inspection noted no damage to the outer carton. It was noted that the medtronic seal on the top outer carton was fully sealed/intact and the bottom tape seal was not intact and looked to be broken/cut. Further inspection revealed the inside tray tyvek (sterile) seal was fully intact and all accessories, components were present medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use venaseal device for patient treatment. It was reported at the time of product delivery, the product was sealed with tape with the medtronic logo on it, but that portion was cut; the transparent seal was also cut, it was in a state where it could be opened. No damage noted to the outer packaging. It is unknown if any damage noted to the device/missing components as the device was not removed from the packaging. The product was replaced. No patient involvement.